Event description:
Dealer alleged that the tips are wearing quickly even though the patient is not over using the walker. They have replaced them twice already for the patient and wants to upgrade to 6264.